Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 282 mg/dl, 147 mg/dl and 130 mg/dl when all tests were performed within 10 mins on the active s system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.